Manufacturer narrative:
The atrial lead was initially reproted in manufacturer reprot number 2017865-2014-10933 for noise, low impedance and capture anomalies. This report is a follow-up, bi-monthly for the initially reported event.

Event description:
It was reported that the patient¿s atrial lead had been exhibiting noise since 2011, but the issue had been circumvented by reprogramming the lead. There were no patient symptoms due to the atrial lead noise. Patient came into the operating room for a routine generator change due to elective replacement indicator. During the surgery, an insulation abrasion on the right ventricular lead and atrial lead was also noted. The right ventricular lead was electrically normal. The physician elected to explant and replace the leads. The patient never experienced any symptoms or complications from surgery.

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. A partial lead with the distal end measuring 37.5 cm was returned for analysis. External insulation abrasion exposing the inner coil caused by suture sleeve tie down forces was noted at 35.9 cm to 36.1 cm from the distal tip. This is consistent with the observation from the field issue of noise.